Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. The consumer indicated that they had covid the week prior but did not provide further details regarding how the diagnosis was obtained (consumer did not provide any additional test results or hcp diagnosis). The customer reported experiencing a cough. Although requested, no additional information was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Corrections: d4: ni added to UDI section. E1: updated contact information to na. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025. The consumer indicated that they had covid the week prior but did not provide further details regarding how the diagnosis was obtained (consumer did not provide any additional test results or hcp diagnosis). The customer reported experiencing a cough. Although requested, no additional information was reported.